Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e006. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the evaluation found the device occasionally reported e006 due to a defective motherboard, and the output value of unipolar condensation was low due to a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h11. Corrected field: h4. Corrected information has been added to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code e006 was caused due to defective motherboard, the error is triggered by an increased impedance between both electrodes. The possible causes are: - increased number of deposits of tissue on the electrodes. - increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. - increased contact resistances due to defective contacts at the working element or connection cable. - the instrument is located in a gas bladder during activation. - the measuring method of the esg-400 might have an impact on the conductivity. Olympus will continue to monitor field performance for this device.

Event description:
It was noted that the customer was being reprocessed for a diagnostic trans urethral prostatectomy. The procedure was completed with another device.